Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements. These measurements ranged between 90 and 130 ohms over the past 8 years. Technical services (ts) recommended reprogramming threshold alert. No adverse patient effects were reported. Currently, this lead remains in service.